Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 09/14/2020. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Per the initial reporter no device is available for examination. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. No lot number information was available so a device history review could not be completed for the related lot. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the initial reporter's description from report #: (B)(4): "describe the event or problem: while holding infant, mother noticed warm and wet spot in infant's abdomen. Mother placed infant back to crib and notified bedside rn. Rn found that g-tube had come out of patient. Pedi-surg team arrived at 0815 to place new enfit 14 fr g-tube and inflated balloon to 4ml. Former g-tube examined and observed balloon burst. We have at least 8 similar events over the past 5 months where the balloon has ruptured, causing the tube to fall out. What was the original intended procedure?: enteral feeding."